Manufacturer narrative:
Results evaluations codes (other): investigation: evaluation of the returned complaint sample confirmed the customer observation of leakage from the cuff. Testing revealed a cut of 1.37mm in the wall of the product cuff, 16mm from the distal tip of the tube. A review of our complaints history confirmed this to be the first complaint of this nature for this lot. Though there have been complaints for cuff deflation in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during manufacture. A further review of manufacturing records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: it has been stated that the product was tested prior to insertion; as such the cut cannot be the result of manufacturing error as the leakage would be immediately apparent upon inflation. The most likely cause for this incident is that the cuff became nicked by a scalpel following testing prior to, or during cuff insertion through the stoma. The cuff was then found to leak after four hours during a cuff pressure check. This report has been logged for trending.

Event description:
Report received of the cuff being tested before use with no problem found. After tubing was in place, cuff leakage found four hours after insertion. No adverse outcome reported. Event occurred at hospital - another country.